Manufacturer narrative:
A manufacturing investigation was performed for the subject device (4.0mm cancellous bone screw fully threaded/40mm, part number 206.040, lot number 2553217). The subject device was returned to the manufacturer with the complaint condition stating that the broken product was returned in a packaging different from the original packaging. The tip of broken screw was not delivered and therefore not available. The "investigation summary" is a translated conclusion from the attached document(s). A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All complaint relevant dimensions were measured, and fulfill the specifications. The raw material certificates were also checked and it was found that all used raw material fulfilled the specifications. Based on this facts, the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. A product development investigation was performed for the subject device (4.0mm cancellous bone screw fully threaded/40mm, part number 206.040, lot number 2553217). The subject device was returned with the complaint condition stating that the reported screw on the device report was announced to be a 204.040 cortex screw ø3.5 l40 sst with unknown lot number. Received was a 206.040 cancellous screw ø4 full-thr l40 sst with lot number 2553217. The threaded shaft of the cancellous screw is broken in half twice. The head portion measures 7mm and the available threaded shaft measures 20mm. The missing tip portion has a length of 13 mm. The remaining threads partially are rounded and worn. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of 316l/1.4441 (stainless steel) per iso (B)(4). The implant was manufactured with a lot size of (B)(4) pieces in (B)(6) 2009 and all screws were distributed worldwide. We are not aware of any quality issues associated with this article- and lot number. A final manufacturing determination cannot be drawn because of the condition of the product and the missing tip portion. Based on our investigations and including the existing information the complaint root cause is deemed indeterminable. The most probable root cause is application of excessive force through the method of use and associated accumulated damage and wear. Based on our investigations and including the existing information the complaint root cause is deemed indeterminable. The most probable root cause is application of excessive force through the method of use and associated accumulated damage and wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: unknown when the device broke. Additional device code used hrs. It is unknown when the device broke. Device was received at manufacturer. It is unknown if the device was ever implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part# 206.040, lot# 2553217. Manufacturing location: (B)(4), manufacturing date: dec 02, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in singapore as follows: it was reported that during surgery on (B)(6) 2016, while inserting the screw after drilling and tapping, the screw broke into several pieces halfway into the insertion. The screw fragments were difficult to remove and required additional medical intervention. The procedural step was completed with a same/like product. There was a surgical delay of ten (10) minutes due to the reported event. There was no patient harm and the procedure was successfully completed. On (B)(4) 2017, manufacturer received part # 206.040 / lot: 2553217 instead of initially reported part 204.040. The received part was broken. This report is for one (1) 4.0mm cancellous bone screw fully threaded/40mm. This is report 2 of 2 for (B)(4).